Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2026. The infusion set was detached at site. The infusion set was inserted in right abdomen and used for two days. The patient also experienced pain on insertion site. No further information available.